Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
As the product has not been returned for investigation and the serial number is not available, the complaint could not be investigated. (B)(4): device was not returned to manufacturer.

Event description:
On (B)(6) 2013, patient's daughter-in-law requested assistance with the key-lock feature on the infusion device. She reported the time was not set correctly, and this caused the patient to receive the wrong basal rate and experience severe hypoglycemia on (B)(6) 2013. Patient's blood glucose was 30-40 mg/dl, and her son had to provide orange juice for treatment. Patient's normal blood glucose is 90-200 mg/dl, and she would not have been capable of self-treatment. No allegations were made against the infusion device or related products, and patient's blood glucose returned to target range after the time was corrected. No product will be returned for evaluation.